Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced extreme bradycardia about two weeks post-implant. Asystole of greater than two seconds was also reported. The lead exhibited high capture thresholds and no brady pacing was observed. A revision procedure was performed but the lead was not able to be repositioned as the high threshold values could not be resolved. The lead was explanted and a new lead of the same model was implanted successfully, with optimal lead measurements noted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced extreme bradycardia about two weeks post-implant. Asystole of greater than two seconds was also reported. The lead exhibited high capture thresholds and no brady pacing was observed. A revision procedure was performed but the lead was not able to be repositioned as the high threshold values could not be resolved. The lead was explanted and a new lead of the same model was implanted successfully, with optimal lead measurements noted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to include an impact code (f1001) that was inadvertently missed in the previous report.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced extreme bradycardia about two weeks post-implant. Asystole of greater than two seconds was also reported. The lead exhibited high capture thresholds and no brady pacing was observed. A revision procedure was performed but the lead was not able to be repositioned as the high threshold values could not be resolved. The lead was explanted and a new lead of the same model was implanted successfully, with optimal lead measurements noted. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to include an impact code (f1001) that was inadvertently missed in the previous report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. Two cuts were observed in the outer insulation at approximately 220 mm from the terminal end; a suture tie down was woven through the cuts, deforming the outer coil. However, x-ray analysis confirmed both outer and inner conductor coils were intact. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to high pacing threshold measurements and the failure to pace that were observed while the lead was implanted.